Event description:
It was reported that in the cath lab, an intra-aortic balloon (iab) was being inserted by cardiology. The iab would not advance 1/3 of the way through the super arrow-flex (saf) sheath in the left femoral artery. The sheath and iab were removed together and a new tray was opened. The iab was placed in the right femoral artery sheathless without incident. There was no reported pt death or injuries. Medical/surgical intervention was not required. There was no delay in treatment and the pt tolerated the procedure well.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.